Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults were detected. Our distributor was neither able to get any further information about the incident from the complainant nor collect samples for further investigation. Based on the information provided to us so far, no further analysis is possible. At this stage, we are not entirely sure, if the product has malfunctioned or if the unusual heating had a different cause, and whether this incident is reportable at all. We will relay any further information on the incident and any conclusions we might draw in a follow up report. Device not returned.

Event description:
On (B)(6) a unknown surgical procedure was performed at a hospital in (B)(6). A non monitoring dispersive electrode (model rs05) and an unknown generator were used. It was reported that during the procedure " the plates get warm above the normal. As we could check, all the procedures were done accordingly, but the plates got warm and they had to replace it several times, to not burn the patient. Also, because of this heating, the plate loses its adhesiveness." According to the initial report no patient was harmed. No information about the patient, the patient's medical history, the patient position, skin preparation, the orientation of the electrode, the generator model and the procedure (nature, energy settings, duty cycles) have been received by us despite of repeated requests.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults were detected. The information provided in the questionnaire indicate the IFU has not been followed. The wem ss200a is equipped with an electrode contact quality monitoring system (ppm - patient-plate monitoring system), which only works with a monitoring electrode ("split"). The IFU specifically states "if an electrosurgical unit offers an electrode contact quality monitoring system like rem¿, nessy®, arm¿, etc., always use a split electrode." An unsplit non-monitoring electrode was used. The use of a split electrode could have avoided a burn. In addition the IFU states: "remove any hair from the chosen skin area and clean it carefully e.g. Of cosmetics. Dry it thoroughly, in particular if alcohol or other skin cleaning fluids are used. Avoid using flammable skin prepping agents or disinfectants e.g. Acetone degreasers. Be aware that failure to shave may lead to skin burns. [Last sentence in bold letters]" according to the questionnaire the user have not shaved the skin area where they placed the electrode. If hair was left present at the placement site, it could have deminished the adhesion of the electrode on the skin of the patient. We conclude that a user error, specifically not following the IFU, has caused or contributed to the incident. Based on the provided information of the nature of the injury and its treatment we no more consider this incident as reportable. Involved device not returned.

Event description:
On june 1st a 1 hour and 10 minutes femur surgical procedure (bone recovery) was performed at (B)(6). A non monitoring dispersive electrode (model rs05) and wem ss-200a generator was used. The electrode was placed on the backside of the left lower leg. The patient was lying in a designated defensive marksman (ddm) position and was not repositioned. The body type of the patient was described as normal and the skin as normal. The skin was not shaven, not cleaned, not disinfected, no ointment had been applied but dried prior to the surgery. The power setting was described as "110" and was not raised. The hospital stated that the plate was coming off by approximately 20% of its area. It was stated: "initially adhered, but during procedure lost adherence". Hours after the procedure a reddening was noticed. The reddening has been described as a "5cm approx.". No treatment of the reddening was necessary.